Manufacturer narrative:
Continuation of d10: 429888 lead, implanted: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient developed a pocket infection at the left pectoral site. The patient experienced redness and swelling. The cardiac resynchronization therapy defibrillator (crt-d) was explanted and the left ventricular (lv) lead, right ventricular (rv) lead, and right atrial (ra) lead were cut and capped at the time of the device explant procedure. The patient was at a high risk for reinfection and it was the physician's decision to cut the leads making them inactive and unusable. Following the device explant procedure, the patient was using an external pacer with a temporary lead until a leadless pacemaker was ultimately placed two days after the explant procedure. No further patient complications have been reported as a result of this event.